Event description:
Canister support bracket fell off when the nurse reached for the pressure infusion cuff. The bracket fell on the pt and pt received laceration on the head (this happened a few weeks ago) particular date unknown. Despite repeated attempts to obtain more info, none was available.